Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a patient had nss infusing at 150ml/hr started on (B)(6) 2017 and continued in to (B)(6) 2017. Upon rounding on the unit on (B)(6) around 1150am, the rn noted the messages coming into the emr were showing the rate of 150ml/hr intermittently changing to 100ml/hr. The change was occurring consistently at random intervals of anywhere from 2-5 or 6 minutes apart. The rate on the lvp was never changed. The facility's biomed department stated that the module would not calibrate. There was no patient harm.

Manufacturer narrative:
The customer¿s report of infusing at the wrong rate was not confirmed. Analysis of the pump module event log shows that the pump module was programmed to infuse at 150ml/hr with a vtbi of 500ml at 3:04 pm on (B)(6) 2017 and ran until 11:58 am on (B)(6) 2017. During this period the vtbi was changed several times, however the rate was never changed by the user and remained at 150ml/hr except when the infusion completed and the device transitioned to kvo at 20ml/hr (at 6:25 pm on (B)(6) 2017 and 12:47 am on 31 (B)(6) 2017. Functional testing was performed and the device was delivering fluid slightly out of specification on the high side. Rate calibration was performed without any issues. After calibration, the device was found to be delivering fluid within specification. The root cause of the customer¿s report of infusing at the wrong rate was not identified.